Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075391. Medical device expiration date: 07/04/2025. Device manufacture date: 07/02/2020. Medical device lot #: 21035078. Medical device expiration date: 03/04/2026. Device manufacture date: 02/24/2021. Medical device lot #: 21036633. Medical device expiration date: 03/30/2026. Device manufacture date: 03/25/2021. Investigation summary: the customer reported the luer allowed for overtightening and returned one used sample of material #me2020 along with 3 labels of the three reported lots. There was one used sample of material #2420-0500 or #2420-0007 (unknown if dehp is a part of the sample), one #20129e, and two #20041e sets. The me2020 was verified to allow for continued twisting on the female luer, past where it should be tightened. However, this did not appear to allow leaking and still made a tight connection even when overtightened, so the leakage was not verified. The root cause for the overtightening is unknown, but without a leak does not appear to be an issue. Device history record reviews for the provided model number and each lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported three me2020 had loose connections. The following information was provided by the initial reporter: "when tightening the connection, the piece that turns continues to turn past the point of tightening."